Event description:
New information received notes the patient received additional intervention using ablation for treatment of vt, sinus rhythm was achieved but patient continued to have vt. The patient has an enlarged ventricle. The patient was placed on medication to assist with the arrhythmia.

Event description:
It was reported that a patient represented with failure to convert slow ventricular tachycardia. Initially programming restored the device function but later was unable to convert another arrythmia. It was later found to that the device was unable to be interrogated. The physician administered medication to resolve the arrythmia. The patient was monitored in the intensive care unit. No additional adverse patient consequences were reported.